Event description:
Additional information was received that the mean gradient prior to the valve implant was 48 mmhg. The mean gradient after the valve was implanted was 21 mmhg. The patient had a congenital bicuspid valve that was treated with a surgical valve that had calcified leaflets which contributed to the elevated gradient. There was no evidence of thrombus, however there was calcification. After the valve dislodged, severe paravalvular leak (pvl) was noted.

Manufacturer narrative:
Image review: four static images were provided for review. The valve was deployed just prior to the point of no capture but it is not possible to confirm appropriate depth prior to release. A subsequent image shows a dislodged valve aortic. Images of the post implant dilation were not provided for review. However, it was reported that loss of pacing capture contributed to the dislodgement. As stated in the instructions for use (IFU), consider pacing to increase valve stability, especially in patients with 34mm valves. Pace at a rate sufficient to achieve a desired decrease in systolic pressure. If pacing at a high rate, consider stepping the pacing rate down incrementally. As a result, a second valve was implanted. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricular dysfunction, etc). As reported, the patient had a congenital bicuspid valve that was treated with a surgical valve that had calcified leaflets which contributed to the elevated gradient. Unfortunately, without a copy of the echocardiogram or imaging film for review, the failure mechanism of the device cannot be established, and the conclusive cause of the reported gradient cannot be determined. Subsequently a post-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic balloon. During the bav, however, the pacing capture was lost, and the valve dislodged with balloon interaction to a new depth of -10 mm on the non-coronary cusp (ncc) and -10 mm on the left coronary cusp (lcc). Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. As reported loss of pacing capture contributed to the dislodgement however, a conclusive cause could not be determined with limited information available. Dislodge events are typically not related to a device malfunction. Following the dislodge, a paravalvular leak was noted. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. In this case, a new valve was implanted in the patient. No additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a previously implanted non-medtronic surgical aortic valve replacement, the valve was implanted at a depth of 3-5 mm on the non-coronary cusp (ncc) and 3-5 mm on the left coronary cusp (lcc). Following implant, a high gradient was noted. Subsequently a post-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon. During the bav, however, the pacing capture was lost, and the valve dislodged with balloon interaction to a new depth of -10 mm on the ncc and -10 mm on the lcc. Following the dislodge, a paravalvular leak was noted. Therefore, a new valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: (B)(6), product type: 0195-heart valves. Product ID: 22mm true dilatation balloon valvuloplasty catheter (non-medtronic device). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.